Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2,h11, d9.

Manufacturer narrative:
Updated fields: e1 (event site telephone), h6 (type of investigation, investigation findings, component codes, investigation conclusions). A getinge field service engineer (fse) evaluated the unit and updated the software to version d.01 to prepare to send a new machine, but the software update was unsuccessful. When the unit is turned on, there will be an alarm sound all the time and the self test does not pass. Unit cannot enter into the normal screen in service mode and cannot enter into the screen to update the new software. The fse replaced the pcba, exec processor (0670-00-0770) and the new software was installed as d.01. Functional test and calibrations were performed for 2 days. The machine can be used normally. The failure analysis and testing department received part number: 0670-00-0770_t executive processor board serial number: (B)(6) with a reported failure of being unable to access diagnostic and clinical modes, along with a continuous alarm beep. The failure analysis and testing dept. Performed a visual inspection of the part received and found that the part is in good condition. The failure analysis and testing dept department installed part number: 0160-00-0770_t executive processor board serial number: (B)(6) in the cardiosave test fixture serial number (B)(6) and tested to factory specifications per procedure 0002-07-d016 rev. E and the cardiosave service manual number 0070-00-0639 revision r. The failure analysis and testing department verified the reported failure of unable to access diagnostic and clinical modes, along with a continuous alarm beep. Sending the executive board to the supplier for further analysis per procedure number 0002-07-d008 rev. Ar. The following was submitted by (B)(6), technician of the maquet failure analysis and testing dept. (Fat) wayne failure analysis received from the supplier for the board. Please see attachment. They stated the part passed with no issues. Probable root cause for this part is impossible to define as the failure was replicated in the fat previously. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. As. Based on the information in the complaint, the most probable root cause of failure to power up is due to failure of the executive processor pcba. Further determination cannot be made as the board passed testing at manufacturer.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) alarm is always sounding and cannot access the normal screen. There was no patient involved.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.